Event description:
Customer contacted baxter concerning a donor who during a plasmapheresis collection in 2004, experienced overall body itching and shortness of breath. The medical supervisor (ms) noted the donor was flushed in the face and their eyes were tearing. The ms reported the donor stated, "I've had these hay fever attacks before but my inhaler (nasocort) is at home." The ms called ems as the donor's blood pressure and respiratory rate were above their baseline and above acceptable limits for plasmapheresis. Their pulse had not significantly fluctuated. The ems transported the donor to the local ER. The ms reported the donor was alert and oriented when leaving the center. No further information is available at this time. Product was not available for evaluation. Production records for lot number a04g19068 were reviewed and no aberrances were noted.